Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm lost sensor occurred during "init". Customer's blood glucose was unknown mg/dl. The customer found out that the sensor electrode is much shorter than usual. The customer agreed that we would replaced the sensor.